Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient with an implantable neurostimulator (ins). Beginning on an unknown date, the patient was having a shocking feeling at their battery site. The account explanted the battery. The patient reported that it was positional when they raised their arm and they would get twitching in their eye as well. The rep performed an impedance check and a reprogramming was done. All impedances were fine; slightly high averaging around 2,000 ohms. The rep noted that the leads were located on the motor cortex of the brain. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The healthcare professional (hcp) would like the explanted battery analyzed to help troubleshoot the cause of the shocking. The hcp has the battery and was notified that the product should be returned. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device was received for analysis. No new information was received along with the returned device. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4) found that the ins was functionally okay with insignificant anomalies. The ins passed functional testing. Due to the reported complaint, a connector block leakage test was performed and normal impedences were observed, indicating there were no electrical leakage paths in the connector area. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #0 and#8 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.